Manufacturer narrative:
Siemens filed the initial MDR(B)(6) 2018. Corrected information (24-sep-2018): siemens further investigated the instrument files to determine the cause of the discordant, falsely elevated cardiac troponin I (tni) results on the dimension exl 200 instrument. The sequence of analysis of the initial sample and the initial result mentioned in section b6 of the initial MDR was not reflected in the instrument files. Based on the instrument files, a discordant, falsely elevated tni result of 0.079 ng/ml was obtained on the initial patient sample on the dimension exl 200 instrument with sn de272314. The sample was repeated on an alternate dimension exl instrument, resulting lower. The sample was repeated again on the initial instrument, resulting in another discordant, falsely elevated tni result. The sample was repeated last on the alternate instrument, resulting lower. Section b6 was updated to reflect this corrected information. Additional information (24-sep-2018): siemens did not find any errors on either instruments and determined that all quality controls, calibrations and precision testing recovered within specifications. Upon further investigation, siemens determined that the customer does not centrifuge samples according to the tube manufacturer's recommendations and that a sample handling issue potentially contributed to the discordant, falsely elevated tni results. This event is isolated to this patient sample. The result code and conclusion code of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated cardiac troponin I (tni) results on a patient sample on the dimension exl 200 instrument. Siemens remotely reviewed the instrument data and determined that quality controls (qcs) recovered acceptably on the day of the event. As per siemens technical support center (tsc) specialist's recommendations, the customer replaced the reagent arm 2 (r2) probe. After replacing the r2 probe, quality controls recovered acceptably and no further issues with patient samples were observed. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument once and an alternate dimension instrument twice, resulting lower than the initial result. None of the repeat results were reported to the physician(s). The patient's blood was redrawn and the new sample was run on both instruments, resulting lower than the initial result. The result obtained on the new sample, on the initial instrument, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.